Manufacturer narrative:
No device failure occurred. The device performed as specified and passed all tests successfully. The error log of the device has been intensively investigated. The device has not contributed to the reported event or the death of the pt.